Event description:
It was reported that the patient's leads had moved and that she had lost weight. It was also reported that the patient experienced coupling and/or communication issues. An implantable neurostimulator (ins) overdischarge was suspected as it had been >3 months since the patient last recharged the device. Since the patient's weight loss when she would charge it would bruise her back. It was reported that the patient was going to the emergency room for pain medicine. Further troubleshooting was being considered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot# v228085, implanted: 2011 (B)(6), product type lead, product ID 3888-56, lot# v367300, implanted: 2011 (B)(6), product type lead, product ID 3888-45, lot# v573631, implanted: 2011 (B)(6), product type lead, product ID 3888-45, lot# v573631, implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).